Event description:
It was reported that the hcp changed the pt's lioresal concentration from 500 to 2000 mcg/ml. Shortly after the change, the pt exhibited withdrawal symptoms. Additional changes were made to the therapy which have since stabilized the pt, but the doctor would now like to have the potency of the drug in the pump verified. Unable to follow-up with the contact information provided, no additional information was obtained.